Event description:
While using a byte retainers, there was significant increased mobility in my bottom teeth and malocclusion, that was not previously seen. The risk of this was never discussed. Additionally, the treatment did not work, despite the 'guaranteed for life' promises made and paid for. Their marketing is fraudulent, treatment dangerous. They paused treatment due to FDA issues, which left my teeth to shift even further. This company is not providing the service promised/advertised and the aligners are faulty.